Event description:
It was reported that during a refixation procedure using the speedscrew 5.5 implant with inserter handle, the suture threads were not feeding properly into the implant. The implant was abandoned in the bone and a new bone hole was drilled to complete the procedure. There were no significant delays or patient complications reported as a result of this event.